Manufacturer narrative:
Concomitant medical products: 4469 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing light headedness. The right ventricular (rv) lead exhibited loss of capture and was confirmed by x-ray to have dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.